Event description:
The customer reported that the transmitter was not working and could not be calibrated, which would prevent the system from booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The transmitter was replaced. The system was found to be working as intended and put back into service.